Event description:
Additional information stated the patient underwent revision and requested to not be programmed post-operatively. It was noted the p atient ¿preferred to wait until her one week post-operative [appointment] due to pain.¿ additional information reported the patient did not show up for her one week appointment and was rescheduled. Additional information noted the patient was programmed and ¿felt stimulation where she needed¿ and was ¿able to get 6-8 bars with her recharger.¿

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s leads migrated and a revision was scheduled. The patient had a loss of stimulation and a loss of therapeutic effect. There was less than 50% therapeutic relief. The device had been reprogrammed. An xray was done, but results were not provided. It was further reported that the lead revision was scheduled for 2013 (B)(6). Additional information regarding outcome was requested, if received, a follow up report will be sent.